Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a bad clutch. No patient injury reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found the plunger assembly tamper seal to be broken. The device was observed to have a chipped top case, and cracked plunger case and bottom case. The devices event history log was reviewed for evidence of the reported problem, found check clutch error. To conduct functional testing an occlusion test was performed. Upon testing, the reported problem was duplicated. A combination of lead screw and both clutch halves were found slipping, old, dirty, and worn out due to normal wear and to be the root cause of the issue. To address the issue the lead screw and both clutch halves were replaced. The device then passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.